Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that there was a "sticky transparent liquid¿ leaking of the of bottom of the pump. It was noted that it was not insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: a leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture or damage was found inside the pump. The complaint that there was a ¿sticky transparent liquid¿ leaking out of the pump was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.